Event description:
It was reported to philips that no x-ray image due to frontal image processing malfunction on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Temporary improvement was achieved via restart; no permanent fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).